Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who had an implantable neurostimulator for spinal pain. It was reported that patient had poor communication and the recharger wouldn't charge the ins. They got the reposition antenna screen. Patient stated that the last time they successfully recharged was a month and a half ago or 2 months. Patient redirected back to their healthcare professional (hcp) for assistance with their equipment. No symptoms reported, and no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported the patient was overdischarged as of a couple weeks prior to the report and they could not communicate with the ins. Manufacturer representative "jumpstarted" the device. No further complications reported/anticipated.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a friend/family member of the patient. It was reported that the spinal cord stimulation wasn't helping the patient and they were in pain. The caller was unsure if the pain was related to the overdischarge, but they think that it got more severe over time. The caller wanted to increase the patient's intensity and was having trouble getting in touch with a manufacturer representative. The caller refused to troubleshoot at the time of the call and disconnected because they were getting an incoming call from a manufacturer representative. No further complications are anticipated.